Event description:
A malfunction alarm, identified as malfunction code 12, was reported due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappeared.